Event description:
It was reported that the patient presented in clinic after three years of missed appointments. Pocket erosion was noted. The system was then explanted due to infection. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.